Event description:
It was reported that a malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, which resolved the issue without recurring problems. The customer was advised to continue using the pump and to contact support if the problem reappeared.